Event description:
It was reported the seal at the base of the super turbovac 90 icw arthrowand shaft began to detach intra-operative. The reporter indicated that no fragments fell into the surgical site. The physician was able to complete the procedure with a new wand. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.